Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, capsular contracture, baker grade iii/IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient of an unknown ethnicity underwent a breast augmentation revision with a mentor memorygel breast implant, 350cc, and experienced a rupture, capsular contracture, baker grade iii/IV, a granuloma, and soft tissue necrosis on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with a mentor memorygel breast implant, 350cc, catalog# 3503501bc, serial# (B)(4) on (B)(6) 2019. Per the pathology report of the explanted capsule, a fibrous breast capsule containing occasional multinucleated giant cells whose appearance is consistent with siliconomes or foci of fat necrosis was found.

Manufacturer narrative:
On february 12, 2020, the mentor failure analysis lab received the device for evaluation. On february 28, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual inspection, of the sample, a tear in the anterior view was found, measuring approximately 0.4 cm. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).